Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim # (B)(4) .

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -8.50/0.5/067 (sphere/cylinder/axis) was implanted into the patients left eye (os) as an exchange lens on (B)(6) 2023. Excessive vault was observed. The lens remains implanted. If additional information is received a supplemental medwatch report will be submitted. See MFR# 2023826-2023-04791 for initial lens

Manufacturer narrative:
B5 - per email from reporter, the initial lens exchange did resolve the problem, therefore, there is no complaint against the exchanged lens. See MFR# 2023826-2023-04791 for initial lens details. Claim#(B)(4).

Manufacturer narrative:
B5 - per reporter, the exchange resolved the problem. (B)(4).